Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Investigation summary: reported tamper switch failed keypad test during the device check in was confirmed. The tamper switch assembly failed to respond to key press during the keypad testing. Failure investigation isolated a cause of tamper switch failure to j2 pin 2 (black wire) crimping pin was dislodged. Conclusion: j2 pin 2 (black wire) crimping pin of the tamper switch harness was dislodged is the main cause of report tamper switch failure. This issue had been notify vendor for corrective action. Rework: recommend replacing tamper switch assembly due a crimping pin is unable to lock. Disposition route to service for normal process.